Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgement caused by twiddler's syndrome. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgement caused by twiddler's syndrome. This lead was returned for analysis. No additional adverse patient effects were reported.